Manufacturer narrative:
Concomitant medical products: 419588, lead, implanted: (B)(6) 2012. C4tr01, crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure. The ra lead remains in use. No patient complications have been reported as a result of this event.